Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. During inflation, the balloon ruptured. Recurrence of this malfunction could result in a prolonged intervention. No patient injury reported. Cross reference MFR report numbers: 3009784280-2020-00030, 3009784280-2020-00031. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign: (B)(6). Per FDA request, this MDR is being reported retrospectively. The stellarex device was discarded by the facility, thus no returned product investigation was performed. Per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon.

Event description:
During inflation in the sfa at 8 atm, the stellarex balloon ruptured. No patient injury reported.